Manufacturer narrative:
The field service engineer (fse) found a rinse tube was leaking and replaced it. A carryover check was performed successfully. The reaction curve for the initial result shows an unstable curve. The investigation found that several customer maintenance actions were overdue. The service maintenance actions performed by the fse resolved the issue. The investigation could not identify a product problem. The cause of the event could not be determined.

Event description:
There was an allegation of questionable a1c-2 tina-quant hemoglobin a1c gen.3 results for 1 patient sample on a cobas 6000 c 501 module. The initial a1c result was 11.78%. The result was reported outside of the laboratory. The physician questioned the result as it did not match the patient's clinical picture and the sample was repeated. The repeat result was 5.81%. A new sample was collected and the a1c results were 5.82% and 5.80%. The reagent lot number is 62516201 and the expiration date is 31-oct-2022.